Event description:
In 1976 - bilateral breast augmentation - silicone gels in submammary position. Now having pain in left breast that wasn't present before. Bilateral capsular contractures. In 2003, pt underwent bilateral capsulectomy with implant removal. (Implants removed intact) sent to pathology. Bilateral breast biopsy and bilateral mastopexy.